Event description:
(B)(4). Noticeable change in vision, blurry and extremely short attention span, anxiety, and hip and lower abdominal pain sitting at desk job all of which are impeding my ability to work. Ovarian cyst developed in (B)(6) 2016. Hysterectomy scheduled for (B)(6) 2016.